Event description:
Rapid infusion of mannitol through infusion pump resulted in 400cc infiltrate necessitating fasciotomy. Pump did not alarm with tissue resistance increase.

Event description:
Add'l info rec'd from rptr 2/26/01: this report amends 02/12/2001 report. The devices sequestered by the facility underwent memory download that revealed the machine reported in 02/2001 could not have been involved with the event. The involved machine could not be recovered as it was not properly identified at the time of the incident.